Manufacturer narrative:
The reported event of the device entering in backup vvi mode was confirmed. Upon receipt, the pacemaker was in backup vvi mode. The pacemaker was restored to normal functional by reloading the product code but entered backup vvi mode again during functional testing. The cause of the pacemaker entering backup vvi mode was isolated to an integrated circuit anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was found in backup mode. It was reported that the patient experienced symptoms of dizziness and fatigue after the device went into backup mode. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.